Event description:
An issue was reported involving a pump distributed by dinno santé in france. The complaint noted that the pump's screen was broken and the touchscreen was not functioning, but when the pump was plugged in, it started. There was no adverse impact to the customer's blood glucose level. The defective device was expected to be returned by the end of december 2025 for further examination, and a replacement pump with a serial number (B)(6) was arranged for the customer.